Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns programming physician reported to his manufacturing rep that he had a pt with high lead impedance on their system and normal mode diagnostic testing. The pt's vns was disabled. X-rays were reviewed at the manufacturer and no obvious lead break was noted. No pt fall, manipulation of their device or trauma was reported prior to their high impedance being attained. The pt has been referred for revision surgery but at this time no date has been set. Their implanting surgeon suspects that they have fibrosis causing the event. Good faith attempts are underway for further details about the event. Attempts will be made for the explanted product to be returned once surgery occurs.